Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set stuck to itself prior to insertion on (B)(6) 2026. The patient blood glucose was high at the time of event and was treated with correction bolus via pump. The issue occurred with five infusion sets.